Manufacturer narrative:
This is a follow up report to a medwatch submitted under manufacture report number 9617229-2021-46022. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Later patient reported saline "rupture". Device remains implanted.